Manufacturer narrative:
Manufacture date: june 29, 2016 ¿ june 30, 2016. One actual infusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an overinfusion with a multirate infusor at the hospital. The expected infusion time was 46 hours, however, the actual time was 27 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.